Event description:
Allergan aesthetics received a report of a patient who was treated on the submental with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional data: g1. H11 -- corrected data: d1, d2b.

Event description:
Allergan aesthetics received a report of a patient who was treated on the submental with coolsculpting and may have developed paradoxical hyperplasia.